Event description:
It is reported that in 2002 pt underwent right total knee replacement. Post-op 3 days later, it was discovered by the distributorship that the components implanted were imcompatible and revision would be necessary. Revision procedure was scheduled for 1 day later, but pt cancelled to go to another surgeon and hosp. Further status unk.